Event description:
It was reported that the patient presented to the hospital with bradycardia. The atrial lead had high impedance, high thresholds, noise, and pacing failure. Lead fracture was suspected. The lead was turned off and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.